Event description:
The customer reported that an 840 ventilator upper graphical user interface (gui) display upper screen is blank. There was no pt involvement. The date of the event is unk.

Manufacturer narrative:
The customer support engineer (cse) inspected the device and verified reported problem. The cse replaced gui central processing unit (cpu) and gui power supply printed circuit board (pcb). The cse performed electrical safety test, ran all calibrations, short self-test (sst) and extended self-test (est). All tests passed per MFR's specs at the time of service. Covidien ref: (B)(4).